Event description:
A "Scan again in 10 minutes" error message was reported with the Abbott Diabetes Care (ADC) device and the customer was unable to obtain glucose readings. The customer experienced weakness, hand tremors, and speech difficulties but was unable to self-treat. The customer contacted emergency medical services (EMS). Upon arrival, EMS administered a glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.